Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. The pod was reportedly coming loose from the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was placed.